Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a capture a nomaly. An x-ray showed evidence of a break in the lead.~~~